Manufacturer narrative:
The lot number for the malfunction was not provided. The device has been returned for evaluation; the evaluation identified a device markings issue. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1816ms biopsy instrument allegedly experienced a device markings issue. This information was received from one source. The malfunction did not involve a patient. Patient age, weight, and gender were not provided.